Event description:
It was reported that the patient experienced change in stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078386.